Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused carcinoma, headaches and dizziness. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously reported an issue related to a CPAP devices sound abatement foam become degraded and caused the patient to have carcinoma, headaches and dizziness. The patient did not report to receive medical intervention. The manufacturer received information by email on 08/23/2022 from the customer's lawyer that the device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.